Manufacturer narrative:
The g2 complex will not be returned, therefore the root cause of the coil not deploying cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
It was reported by the rep that during coiling, the orbit galaxy g2 coil (641cx2505/c32479) would not deploy. The device was not available for return. There was no significant delay in the procedure as a result of the issue. There was no patient injury. The procedure was continued with another product. There were no damages noted on the device prior to use but there was some damage noted after removal it is unknown what damage occurred. The device was successfully removed from the patient. No low battery light was seen during the case. There was no fault light seen during the case. The green system ready light illuminated. The audible signal beeped during detachment. All connections appeared to fit properly without use of excessive force.

Manufacturer narrative:
Very limited information was received. This device was initially misdirected and was warehoused for an indeterminate amount of time prior to arriving for investigation. The unidentified detachment control box (dcb) and the unknown connecting cable were not returned. The unknown microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. The proximal section of the coil had minor compression and buckling damage. It cannot be determined if this is the post-procedural damage as it was reported as unknown to which damage occurred as no other damage was found. The detachment fiber is intact, undamaged, with the fiber not receiving heat and melting. The device positioning unit (dpu) passed electrical testing with resistance at 49.8 ohms (range 48.5/56.0) ((B)(4)) (fluke meter (B)(4)) and the enpower ((B)(4) and cable (B)(4)) systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 49.9 ohms. The field complaint of the coil¿s non-detachment could not be duplicated. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils non-detachment cannot be confirmed. The dpu passed electrical testing with the coil detaching on the first detachment cycle, therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Also a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.